Event description:
Status post auto accident. Pt sustained rt femur fracture. Surgery plan was to insert an intra-medullary nail system. Femoral nail 12 mm x 40 cm with two 4.5 mm cortical screws was inserted by the surgeon. While placing the screw depth gauge into the femoral canal to measure the depth of the drilled hole, the distal portion broke off. The surgeon decided not to try to retrieve the broken instrument because that would have caused greater damage to the pt than just leaving it. The surgical procedure proceeded without further incident.